Event description:
Customer reported being hospitalized for high blood glucose levels. Customer feels that the hospitalization was due to the stress of her losing her spouse. Customer was being treated for her heart and high blood glucose levels when she was admitted. Md felt that customer may be using wrong set for her body type since she has lost weight. Troubleshooting performed and pump appeared to be operating as designed.